Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's severe pain was unknown. In regards to actions or interventions taken to resolve the patient's pain, the emergency room (ER) doctor provided the patient intravenous (IV) medications and discharge the patient home to follow up with their managing doctor. The patient believed that the pump moved in her back and that it was "leaking". The patient was seeking consultation with a doctor and a second opinion from another doctor. The rep advised the ER doctor that the next steps would be to look at the pump and catheter under fluoroscopy to see if there were any noticeable abnormalities and then do a dye study. It was unknown if the patient's severe pain was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving morphine 0.893 mg/15 mg/ml via implantable pump. The patient went into a hospital on (B)(6) 2023 for severe worsen pain. It was noted that their increase pain began on (B)(6) 2023 after a reprogramming of pump by her managing doctor. The doctor increased her medication by 15 percent and disable her bolus function. The patient was also given oral medication for their pain. The pump was interrogated on (B)(6) 2023 and there was no alarms or error messages from the logs reading. The patient stated that the pain pump was shifting under her skin. The patient was discharged from a hospital to their house on (B)(6) 2023. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.